Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the pacemaker exhibited far r oversensing and inappropriate automatic mode switch. Programming changes were made. No patient consequences were noted.